Event description:
It was reported that the device exhibited a "plunger error." It was also reported that the bottom case cover screws were broken. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and a screw was missing in the battery compartment of the bottom case. Functional testing included occlusion testing and checking calibrations. It was found that all calibrations were within specifications and the device passed the occlusion test. The plunger error could not be confirmed. The bottom case screws were confirmed to be damaged. The cause of this damage was determined to be customer mishandling that resulted in impact. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.